Manufacturer narrative:
Date of event is estimated. The event of lead explant and replacement due to lead migration was reported to abbott. The patient had experienced multiple falls, and the lead had migrated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after multiple falls, the patient's lead migrated, and therapy was no longer effective. As a result, surgery occurred to explant and replace the lead, which resolved the issue.